Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an abdominal cavity inflammation. The cause of the event was reported as due to a gram-negative bacterium. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was recovered from the event and pd therapy was withdrawn. No additional information is available as the reporter declined follow up.